Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump did not turn properly during set up. The service representative replaced the speed potentiometer and control panel. A functional test was performed and no issues were found. The customer did not request any further investigation by sorin. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump did not turn properly during set up. There was no patient involvement.